Manufacturer narrative:
Abbott care team called the patient and the patient reported both device and leads were removed. Patient stated they had their system explanted about 2 years ago due to discomfort from the stimulator when it was on or off. Patient no longer has any abbott device implants. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 3006705815-2019-03829, 1627487-2019-11301, 1627487-2019-11302. It was reported that the patient had their system explanted approximately 2 years ago due to uncomfortable stimulation.